Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the pump load cartridge step failed to recognize the cartridge and the pump emitted a ¿no cartridge detected¿ warning. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluation of the pump found that the pump force sensor was out of calibration and the contamination was found in the force sensor assembly. This report is made based on the results of evaluation.